Event description:
Additional information was received on (B)(6) 2020, stating that the patient had neurological dysfunction. A CT scan was performed and no bleeding was found to indicate ischemic.

Manufacturer narrative:
Sections b5 and h6 (patient code): additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported events (bleeding, neurologic dysfunction) and heartmate 3 left ventricular assist system (hm3 lvas) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient experienced melena and major bleeding on (B)(6)2020. The patient was hospitalized and underwent changes to their medication. No alarms were reported for this event. The patient also experienced neurologic dysfunction beginning on (B)(6)2020. A computerized tomography (CT) scan from (B)(6)2020 showed no bleeding and no ischemic signs. International normalized ratio (inr) was 3.7, activated partial thromboplastin time (aptt) was 43.5 s, and ammonia was 77 umol/l. It was later clarified that the patient experienced delirium and weakness of the right side of the body. The staff stated that it was likely a metabolic event, and the patient was treated with anti-epileptics. The patient was discharged from the hospital to home on(B)(6)2020 in stable condition with the event ongoing. The event was reportedly not related to the device. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists bleeding and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for the heartmate 3 lvas were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bleeding with melena. No additional information was provided.